Manufacturer narrative:
Additional serial numbers: (B)(4). Additional lot numbers: dp115, w246, sc675, r164, e392, 32823011, e383, ID 402, ID 403, r170, r169, dp116

Event description:
This report summarizes <noe> 24 </noe> malfunction events. A review of the events indicated that twenty-four (24) patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that seven (7) patient sample test using the echo automated blood bank system produced an unexpected false negative result for the anti-e antibody; three (3) for the anti-d antibody; four (4) for the anti-k antibody; one (1) for the anti-fya antibody; three (2) for the anti-c antibody; one (1) for the anti-n antibody; two (2) for the anti-s antibody; one(1) for the anti-jka antibody and one (1) for the anti-le(a) antibody. One (1) instrument malfunction produced an inaccurate rh typing and one (1) instrument malfunction produced an inaccurate cross-match based on historical results for the patients. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.